Manufacturer narrative:
(B)(4). The insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm during bolus. Customer stated that the drive support cap appears to be normal. Customer reported that the insulin pump had exposed to moisture. Customer reported that the motor error occurred more than once in the last 30 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.